Event description:
The report received from the patient's physician/health care provider (hcp) through the medical affairs department indicated that a patient had two (unknown) cypher stents implanted during the patient's index procedure in 2006. The target lesion/vessel information was not provided. Approximately three years later in 2009, the patient experienced an unknown adverse event (ae) requiring a repeat percutaneous coronary intervention (pci). No additional information was provided. Attempts to obtain additional information have been unsuccessful. The event is being captured as coronary artery restenosis. No additional information is available. Attempts to obtain additional information have been unsuccessful.

Event description:
It was reported that patient on ECMO was injured due to air embolism being sucked in through truewave pressure transducer connected to return line of ECMO. ECMO components had been: blood pump 'sps', manufacturer stöckert, sorin group; oxygenator-tubing-system 'pls 2050' manufactured by maquet; cannula femflex ii 18f and (B) (4) medtronic, pressure transducer truewave px-600, edwards. It was further stated that during transesophageal echocardiography air (microbubbles) was observed in aortic region. Thereafter the ECMO system as well as all catheters were checked for leakage but air tightness was confirmed. ECMO was stopped and an accumulation of air bubbles was found in pump housing and immediately removed. Subsequent echocardiography examinations showed reduction respectively complete disappearance of air in aortic region. Initially, it was not possible to identify the source of error leading to the air invasion. After elimination of air no new air was found until 2 p.m. When the system was checked again and a small amount of air bubbles was found in the area where the negative pressure is monitored (return line). This air must have come through a leakage of the pressure monitoring system. The truewave pressure system was replaced and since then no air was found on subsequent checks. Perfusionists and nursing staff were instructed not to draw blood samples through pressure monitoring system and to make sure that lines are free of air after replacement of syringes. Possible model number t001775a or t001642a, with lot. No. 58794092 or 58796088.

Manufacturer narrative:
The pressure transducer not yet released due to hospital procedures. Expected return mid of april. Sales representative informed that 3 attempts were already made to get the sample (24. March, 29. March and 8.april). He started a last attempt ( by email) 13.april 2010. At this time device is not going to be returned. Two lot numbers were provided: (B) (4), manufacture date - 11/19/2009. (B) (4), manufacture date - 11/21/2009. Expiration dates are the same for both lot numbers. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Evaluation summary: customer report was not confirmed. Rec'd (1) single dpt without any attached component. Both IV set and pressure tubings were not returned for evaluation. Visual examination did not reveal any damage or defect from dpt housing. Leak test did not show any leakage from dpt housing. It was not able to find any damage or leakage from incomplete returned pressure monitoring kit.